Event description:
A malfunction was reported by the customer, identified as a malfunction code 12-0x2071. There was no adverse impact to the customer's blood glucose level. No further information was provided.